Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was not sitting correctly, as it was in the way of the view. Vision was lost during biopsy. The increased flexion was curving the needles making it hard to see the field of view of the ultrasound. The issue occurred during a therapeutic endobronchial ultrasound procedure during sedation. The device was inside the patient at the time of the issue. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information/correction: h6 codes

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.